Event description:
It was reported that during a proctectomy/colon rectal anastamosis procedure, the device did not fire properly. The device left about 2 cm of the posterior wall of the staple line missing. Hand sewing was used to complete the missing part of the anastamosis. There was no pt consequence reported.